Manufacturer narrative:
(B)(4). It should be noted no device was returned hence the complaint cannot be confirmed. Root cause undetermined depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Today mr (B)(6) was using this instrument-attune femur impactor, when it broke into two pieces. The patient was not harmed, all parts were retrieved, and surgery was not prolonged.